Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2020.

Event description:
The customer reported a ventilator fault. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed a low tidal volume. The service technician found that the line between the humidifier and the mask was loose and reported that reconnecting that line resolved the problem. No parts were replaced.